Manufacturer narrative:
As reported, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation, blood clots, clotting, and/or occlusion of the ivc, thrombosis/embolism and post thrombotic syndrome. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films available for review, it is not possible to clarify the location (proximal or distal) of the clots to the location of the ivc filter. Blood clots and thrombosis/embolism do not represent a device malfunction. Placement of a vena cava filter is not a cure for blood clots nor does it prevent the formation of other clots (thrombosis/embolism). Post thrombotic syndrome is a problem that can develop in nearly half of all patients who experience a dvt. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation, blood clots, clotting, and/or occlusion of the ivc, thrombosis/embolism and post thrombotic syndrome. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation, blood clots, clotting, and/or occlusion of the ivc, thrombosis/embolism and post thrombotic syndrome. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the implant records indicate that the patient had a history of deep vein thrombosis (dvt) in the bilateral lower extremities. The optease filter was placed between the level of the l2 and l3 vertebra. The patient tolerated the procedure well. According to the information received in the patient profile from (ppf) the patient became aware of these events approximately two years and seven months post implantation. The patient presented himself for a venogram where his ivc was found to be occluded, having suffered thrombosis/embolism and post-thrombotic syndrome. Furthermore, he later submitted himself for a CT scan that showed the ivc filter to have perforated through the wall of the ivc. The patient also asserts that his filter is embedded in the wall of the ivc and as a result is unable to be removed. There has been no documented attempt to remove the filter. The patient also reports suffering from anxiety.

Manufacturer narrative:
Additional information was provided and is available in: (age at the time of event, date of birth). (Event date). (Event description). (Medical history). (Brand name). (Model, catalog, lot number, and expiration date). (Date received by the manufacturer). (Manufacturing date). (Evaluation codes): added code "3191" for post-thrombotic syndrome. The implant date was confirmed to be accurate. Complaint conclusion: as reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. Per the implant records, the patient had a history of deep vein thrombosis (dvt) in the bilateral lower extremities. The optease filter was placed between the level of the l2 and l3 vertebra. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation, blood clots, clotting, and/or occlusion of the ivc, thrombosis/embolism and post thrombotic syndrome. Per the patient profile from (ppf), the patient had a venogram that revealed the ivc was occluded, had thrombosis/embolism and post-thrombotic syndrome. And, a CT scan revealed the ivc filter to have perforated through the wall of the ivc. The patient also asserts that his filter is embedded in the wall of the ivc and as a result is unable to be removed. There has been no documented attempt to remove the filter. The patient also reports suffering from anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, thrombosis, post thrombotic syndrome and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. It was reported that there was perforation of the ivc and surrounding structures; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.